Manufacturer narrative:
The customer performed a visual inspection of the samples and reportedly the samples were all good. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for three patients tested on a cobas 6000 c501 module. The initial ise results were reported outside the laboratory. The customer questioned the reported results and performed ise priming and calibration. It was reported the customer received calibration alarms. The customer reportedly exchanged the electrodes, but still received a calibration error. Allegedly the customer did not receive any further ise alarms and repeated the samples. Sample identifier 186982 had initial ise results of na 115 mmol/l and cl 118 mmol/l. The patient's repeat results were na 138 mmol/l and cl 100 mmol/l. Sample identifier 188420 had initial ise results of na 99 mmol/l and cl 155 mmol/l. The patient's repeat results were na 145 mmol/l and cl 104 mmol/l. Sample identifier 188274 had initial ise results of na 80 mmol/l, cl 713 mmol/l, and k 8.32 mmol/l. The patient's repeat results were na 142 mmol/l, cl 103 mmol/l, and k 4.29 mmol/l. The customer determined the repeat results were correct. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The calibration performed on (B)(6) 2022 showed alarms on the ion-selective electrode (ise) 1 and 2 for potassium. The qc recovery was within the customer¿s established ranges. There was no indication of a performance issue with the reagent. The pre-analytical data did not indicate any issues. The alarm trace contained an error message: "ise noise and calibration > compensated limit for ises." The field service engineer inspected the module and found that the valves may have been stuck or were resisting movement due to dirty lines. He also found a blockage and/or salt buildup in the fluidics pathway. He then decontaminated the entire ise fluidic pathway. He performed numerous ise checks and primes with acceptable results. The module was verified to be performing within specifications. The customer performed calibrations and qcs with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.